Manufacturer narrative:
(B)(4).

Event description:
Customer reports: surgeon placed instrument across the bowel and completed the necessary steps to fire the stapler. After going through the firing sequence the handle locked in place indicating that the stapler had fired. The surgeon then transected the bowel. Surgeon opened the stapler after transecting the bowel and none of the staples had fired. Surgeon is familiar with this instrument and is aware of the steps needed to fire the instrument. Another ta6035s was used to close the wound and complete the procedure. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as fine. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one ta 60 - 3.5 stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that after going through the firing sequence the handle locked in place indicating that the stapler had fired and then the surgeon opened the stapler after transecting the bowel and none of the staples had fired during a sigmoid resection procedure. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media with proper staple formation. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.